Event description:
Patient had total knee replacement in 2007, unremarkable, but had lots of pain during her immediate rehab. Nurse removed wound drain by hand on the next day. Patient returned to md two weeks later and from an xray in the doctor's office determined that part of the drain had broken off and was imbedded in the joint area. The remainder of the drain was removed surgically on two weeks later.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.